Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 320 mg/dl and she treated with the insulin pump on (B)(6) 2016. Customer stated that the pump was programmed by the nurse. Customer's current blood glucose is 416 mg/dl. Customer stated that she needed assistance with programming the meter to the insulin pump. Customer has only been treating with the pump but she has a back-up plan. Customer reported that she has not contacted her health care provider regarding the high blood glucose. Customer was advised to do a complete set change.